Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported adverse impact to customer's blood glucose. Although requested, no additional information was provided.